Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and there was no indication of a device malfunction. The device passed bench handling and power cycling without duplicating the report. Review of the device log found no evidence of the report. The device was recertified and returned to the customer. The customer stated that two devices were pulled out of the ambulance. It is possible that the device received was not the device that shut down. Analysis of reports of this type has not identified an increase in trend.